Manufacturer narrative:
(Hand piece board, hand piece ports, foot switch board) this evaluation determined that the reported event occurred due to moisture intrusion on the hand piece board, inside the hand piece ports, and on the foot switch board resulting from normal wear and tear. Refer to case(B)(4) for additional failure modes and information.

Event description:
On (B)(6) 2023, it was reported by a sales representative via sems that an ar-8305 console is showing a total failure. This was discovered during a procedure with no patient harm.